Event description:
On (B)(6) 2020 at 7:30 pm, the nurse saw that water chamber totally empty and without alarm of water level too low. Exchange of water bag to fill the chamber and nursing of the patient at 8 pm. At 8:15 pm, the patient complain of respiratory difficulties and try to vaccum the endotracheal tube unsuccessful. Then drop of patient spo2 + cardiac hypoxemy cardiac arrest. The doctor came in emergency to remove the plug but unsuccesful, no choice to change the endotracheal tube finally.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A final investigation has been performed by a hamitlon medical expert from the technical service: this incident in (B)(4) has been deemed as a reportable event because the patient was injured. The log files of the hamilton-s1 ventilator involved were examined and no abnormalities were detected. The hamilton-h900 involved was requested for examination, and it was found that the circuit board of the sensor board had become detached from the carrier. For this reason, the water level in the humidifier chamber could no longer be measured. Two improvements have been implemented to prevent such a case as (B)(4) from occurring again. Firstly, the sensor board was glued to the carrier and secondly, an additional test was added to the service software to check that the sensor board is functioning correctly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. As the complaint (B)(4) was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4) as it will be deemed a reportable event.